Event description:
This case was initially received via regulatory authority (reference number: mw5081353) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain in implantation area"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage"), loss of consciousness ("blacking out"), genital haemorrhage ("bleeding with large blood clots and high blood loss") and intervertebral disc degeneration ("rapid spine disc degeneration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ascorbic acid, duloxetine hydrochloride (cymbalta), iron, levothyroxine sodium (synthroid), linum usitatissimum seed oil (flax seed oil), magnesium, salmon oil, tocopherol and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intervertebral disc degeneration (seriousness criteria hospitalization and disability), bone loss ("bone loss /bone degeneration"), neuralgia ("chronic nerve pain"), inflammation ("inflammation"), pain in jaw ("jaw pain"), arthritis ("arthritis / knee inflammation"), arthralgia ("knee pain"), migraine ("chronic migraines"), cerebral disorder ("brain functioning issue"), lethargy ("lethargy"), speech disorder ("speech impairment issue"), feeling of body temperature change ("hot/cold sensation"), breast swelling ("breast swelling"), breast pain ("sensitive breast"), breast enlargement ("breast enlarged"), hyperhidrosis ("sweating profusely no matter the temperature"), auditory disorder ("auditory sensitive") and photophobia ("light sensitivity"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, genital haemorrhage, intervertebral disc degeneration, bone loss, neuralgia, inflammation, pain in jaw, arthritis, arthralgia, migraine, cerebral disorder, lethargy, speech disorder, feeling of body temperature change, breast swelling, breast pain, breast enlargement, hyperhidrosis, auditory disorder and photophobia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abortion spontaneous, arthralgia, arthritis, auditory disorder, bone loss, breast enlargement, breast pain, breast swelling, cerebral disorder, feeling of body temperature change, genital haemorrhage, hyperhidrosis, inflammation, intervertebral disc degeneration, lethargy, loss of consciousness, migraine, neuralgia, pain in jaw, pelvic pain, photophobia, pregnancy with contraceptive device and speech disorder with essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.